Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
As agreed, we submit all our findings at the end of the batch. All were found during packaging so no patients were involved. Article code: 301301, batch: 3235989, event date: 03-may-2024 till 03 jul 2024, staxs complaint refs: cas00592 and cas00738. 3 x syringe with ink marks, 14 x syringe with black speckles, 22 x crooked scale , 1969 x syringe with loose threads on the plunger. As previous batches. When will corrective measures be taken, please?? Please provide with credit note for the affected syringes.

Manufacturer narrative:
Pr 10503049 follow up for device evaluation it was reported there were defects with syringes. To aid in the investigation, thirteen samples in three plastic bags were received for evaluation by our quality team. One bag came with the note 'crooked scale x 122' and had three samples in it. A visual inspection was performed, and the syringes have a skewed barrel scale. This defect could occur if there was a jam during the syringe barrel printing process. The second bag has the note 'black specks x 14' and has four samples in it. A visual inspection was performed, and the syringes have dark colored specks of embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The third bag has the note 'loose threads on plunger x 1969' and has six samples in it. A visual inspection was performed, and the plunger rod has a plastic flash from the molding vestige gate. This flash is considered an acceptable imperfection. A device history record review was completed for provided material number 301031, lot 3235989. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. As agreed, we submit all our findings at the end of the batch. All were found during packaging so no patients were involved. Article code: 301301. Batch: 3235989. Event date: 03-may-2024 till 03 jul 2024. Staxs complaint refs: (B)(4). 3 x syringe with ink marks. 14 x syringe with black speckles. 22 x crooked scale . 1969 x syringe with loose threads on the plunger. As previous batches. When will corrective measures be taken, please?? Please provide with credit note for the affected syringes.